Event description:
The customer reported this bur guard was in use with a handpiece that got hot during surgery. There was no injury or surgical delay related to this event. The surgery was completed as intended with a back up unit.

Manufacturer narrative:
Investigation findings: the product was received for evaluation and the reported problem was not confirmed. During testing of this bur guard, it did not overheat. Further investigation observed that the bearings are worn.